Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions for an evaluation so a root cause could not be determined. Stryker sustainability solutions' instructions for use states: "damage to the instrument or the insulation can lead to shock and burn injuries. Always inspect the instrument carefully before use for overall instrument integrity and for integrity of the insulation and grounding." "To avoid compromising the insulation, do not bend or strain instrument shaft." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the insulation on the distal tip of the laparoscopic scissors was unraveling. No patient injury was reported by the user facility.